Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level. The customer's low blood glucose levels were 42 mg/dl and 30 mg/dl. The customer also reported that they were in the emergency room due to being unresponsive and having low blood glucose levels of 12 mg/dl. The customer's high blood glucose level was 460 mg/dl. The customer reported that he did not like to be lower so he skipped boluses to go higher. The customer did not bolus before lunch. The insulin pump also received insulin flow block alarm. The insulin pump was not on auto mode at the time of the incident. The customer declined troubleshooting for the issue as he was more interested in calibration. The insulin pump will not be returned for analysis.